Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received, and a photograph of the sample was provided for evaluation. Visual inspection of the actual sample showed that the filter dialysate port was broken and disconnected from the set support plate. The photo provided showed the same damage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. As the observed set damage was not detected during the in process visual control & leak test prior to product release, it was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the "top of the dialyzer and the plate" of a prismaflex st 100 set was observed to be broken and leaked during priming. There was no patient involvement. No additional information is available.